Event description:
It was reported that during a pre-use check , the cs300 intra-aortic balloon pump (iabp) unit' screen is dead. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the keypad controller pcb. The unit passed the touchscreen calibration. The fse performed all safety, and functionality checks successfully. The iabp was returned to the customer and cleared for clinical use. An investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received pcb,keypad controller with a reported unit failure of the screen not functioning. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Tested for 30 minutes with no screen issues. Fat was not able to verify the reported issue. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's screen is dead.